Event description:
The pt experienced an unk problem with their neurostimulator following an exposure to a theft detector/security gate at an unk location. It was noted that the device was turned off at the time of exposure. Unable to follow up with the info provided hence no additional info was obtained.

Manufacturer narrative:
(B)(4).